Event description:
It has been reported to philips that, system would not turn on. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer observed start up issue. The system was rebooted and was already functioning. After rebooting the device, the system was returned to use in good working order. The codes were updated based on the investigation outcome.